Event description:
It was reported to vyaire medical that the ltv 1200 lights flickered, the vent turned off, and then the vent inop light turned on. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.